Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer was failed with error read, write, or invalid cubie memory and when user tried to recover, cubie would not pop out and stated maintenance required. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d unique identifier (UDI). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-oct-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer failed. The field service engineer (fse) confirmed that the diagnostics tool did not show any micro errors on the cubie pockets. Powered down the device and replaced the retractor band, but the issue persisted. Subsequently replaced the drawer and controller board, configured the drawer, and rebooted the device to verify functionality. The system functioned as intended after the field service engineer (fse) resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer was failed with error read, write, or invalid cubie memory and when user tried to recover, cubie would not pop out and stated maintenance required. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.